Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. Customer reported blood glucose levels between 150-190 (mg/dl). During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Customer reported that they will continue to use the pump, and stated that they have insulin injections available for alternate insulin therapy if needed.